Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2012-05593. The patient has two leads (from different lots). It was reported the patient was no longer able to increase stimulation using the programmer. An impedance check was performed and revealed one invalid contact and low impedance on eight contacts. Reprogramming did not resolve the issue. The patient does not want to undergo surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.